Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-04281. Reference MFR report: 1627487-2012-04282. It was reported the pt was feeling a zapping sensation at the ipg pocket site. It was reported the lead impedances were normal, and the pt never turns the system off. In addition, the pt stated she was feeling a buzzing sensation that starts on the right side of her body and continues to one side of her stomach. The pt reported this buzzing was not painful. In addition, the pt had overstimulation in her toes. The pain pattern was unilateral knee to foot pain. It was reported the sjm representative met with the pt and turned the stimulation off. It was reported the sensations were part of her normal pain pattern. It was reported reprogramming resolved the positional changes in stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.